Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire separated from the mandrel. A 035/180 magic torque¿ guide wire was selected however the wire separated from the mandrel during the procedure. The procedure was completed with another magic torque guide wire. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has jacket peeled, as part of overall visual revision. The unit matches with upn provided by the customer. Visual inspection was performed and the device presented jacket (ptfe) peeled at approximately 120.0cm to 126.0cm from the proximal end. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the guide wire separated from the mandrel. A 035/180 magic torque guide wire was selected however the wire separated from the mandrel during the procedure. The procedure was completed with another magic torque guide wire. No patient complications were reported and the patient's status was fine.